Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation into organ and migration. The indication for the filter implant, procedural details and patient medical history has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: malfunction, including perforation into organ and migration that causes injury and damage to the plaintiff.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation into organ and migration . As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. Additional information received per the medical records indicate that the patient has a history of total knee replacement of right lower extremity with abnormal lower extremity venous studies in the recovery room revealing acute deep vein thrombosis (dvt) of the right popliteal vein. The filter was implanted via the patient's left common femoral vein using fluoroscopic guidance. A venogram was obtained, which revealed no abnormalities. The filter was placed in the l1-l2 area. It was deployed in a good position below the renal veins. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation o filter struts outside the inferior vena cava (ivc) and migration of the entire filter other than to the heart. The patient became aware of the reported events approximately seven years and eight months after the index procedure. The patient also experienced anxiety/worry related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation into organ and migration. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and migration approximately seven years and eight months post implant. The patient also reported anxiety related to the filter. According to the operative report the indication for the filter implant was abnormal lower extremity venous studies in the recovery room revealing acute deep vein thrombosis (dvt) of the right popliteal vein, status post total right knee replacement. The filter was placed via the left common femoral vein and deployed I the l1-l2 area, in good position below the level of the renal veins. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.